Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when applied on anastomosis during a laparoscopic gastric bypass, they felt and heard a click on the device, but the anvil did not tilt. They pulled out the device with no issue to the anastomosis. The patient was alive with no injury.